Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high thresholds and pacing impedances greater than 2000 ohms. This lead was surgically abandoned. No adverse patient effects were reported.